Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle took longer than normal to retract. The following information was provided by the initial reporter: "the retraction of the needle does not operate properly. It takes longer than normal to retract. Customer has used multiple needles and checked multiple needs in the box and continue to have the defect."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle took longer than normal to retract. The following information was provided by the initial reporter: "the retraction of the needle does not operate properly. It takes longer than normal to retract. Customer has used multiple needles and checked multiple needs in the box and continue to have the defect."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.